Event description:
Started having weird symptoms. Tight throat, tight neck, a little trouble breathing off and on. Symptoms continue to worsen and new symptoms are coming about. Brain fog, major fatigue, inflammation feeling of muscles and joints. Feeling like I am dying. Anxiety, autoimmune like symptoms, headaches, chest pain/pressure, heart rate changes, heart palpitations, insomnia, memory issues, numbness in arms and hands, night sweats, heat intolerance. General feeling of illness. Been treated for anxiety since roughly 6 months after implantation and nothing helps. All labs are normal. Mammogram is normal. FDA safety report ID # (B)(4)..